Manufacturer narrative:
Blocks f10 and h6: problem code 2907 captures the reportable event of dart detachment. Block h10: an examination of the returned capio slim suture capturing device and mesh assembly was performed. There was no damage noted to the capio slim device. The dart was loaded into the device. The carrier and dart were extended into the cage and the carrier was retracted. No issues were noted. On the mesh assembly, the dart was detached from the blue dilator. The dilators, protective sleeves, leader loops, and mesh were all intact. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. However, it was determined that the design of the carrier allows the fiber portion of the suture to interact with the sharp edge of the carrier, resulting in the suture severing. Therefore, the investigation concluded that the most probable cause for this event (dart detachment) is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. An investigation was opened to address the failure of the dart detachment/suture broken issue.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim device was used during a pelvic floor repair procedure performed on (B)(6) 2019. According to the complainant, during the procedure, during deployment of the device through the sacrospinous ligament, the suture broke. Reportedly, the broken suture was removed from the patient and was found in the device. The procedure was completed with another uphold lite with capio slim. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim device was used during a pelvic floor repair procedure performed on (B)(6) 2019. According to the complainant, during the procedure, during deployment of the device through the sacrospinous ligament, the suture broke. Reportedly, the broken suture was removed from the patient and was found in the device. The procedure was completed with another uphold lite with capio slim. There were no patient complications reported as a result of this event.